Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was failed, unable to recover and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) found that the drawer failed frequently but could be recovered. The fse discovered a broken spring in the latch assembly and replaced it. The customer was then able to access the drawer successfully. The system functioned as intended after the field service engineer repaired the device.